Event description:
It was reported that there was a loss of therapeutic effect. The symptoms had a gradual onset and there was no known accident or incident related to this complaint. The patient was adjusting more frequently due to the loss of therapeutic effect and only two of the programs seemed to help. She had to constantly adjust the settings. It was noted that the patient had a urinary tract infection (uti). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was not determined. The patient was seen by their health care provider (hcp) on (B)(6) 2015 for confirmation of cure of their uti. Everything was much better and the odor was gone. The patient had a culture that grew positive for e-coli. The patient was treated with cipro for 7 days and their symptoms had resolved. The patient's urinary analysis was clear today and there were no signs of hematuria, pyuria per the dipstick. This was confirmed by high powered field. The patient had a longstanding history of overactive bladder (oab) for which they could not tolerate any oral medications expect myrbetriq. The patient had an implantable neurostimulator (ins) placed. The patient had been assessed with having a uti, oab, and urge incontinence. The patient had good days and bad days, and the worst days were in the summer with increased liquid. The patient understood how to adjust the ins accordingly. The patient had talked in the past about in and out catheterizing as a possible alternative, but the patient did not wish to do this and was comfortable with their current treatment. The patient would continue to adjust the ins as needed and would be back in 1 year for their annual follow-up.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0fklb, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).